Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load cartridge step.